Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit is switching patients during reports. There was no patient harm or injury reported.

Manufacturer narrative:
H10:it was determined that both a regulatory compliance evaluation and a clinical assessment (rce/ca) is required due to the nature and frequency of this complaint. Issue is software related, but the investigation is still in progress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.